Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient is fairly active, as they golf, exercise and does yardwork. On (B)(6) 2017 the patient went home after golfing and was sitting in the couch and then afterwards they had extreme difficulty getting out of the couch and could barely walk. The patient said that they could start to walk very slowly after having stimulation on for a while, however, they went to check and change the programs and said that they couldn't find groups b and c, which they had in addition to groups a and d. The patient called and to the manufacturer's representative (rep) and they were redirected to call patient services. No trauma or emi were reported. The patient said that they can't remember when their system was last reprogrammed at the healthcare provider (hcp) office, maybe two months ago. The patient thought that they accessed all the programs shortly afterwards. The patient said that they usually work wit h the rep, however that time they said that someone else there with them and the rep and they checked the device. The patient checked their device and only saw group a and d. Patient services explained that the only way that groups can be changed is through the us e of the clinician programmer, so it was recommended that the patient contact the rep to schedule a meeting. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were unable to use b or c and were informed that they would not affect the program. The patient stated that b and c were not available so they couldn¿t decide what the effect would be.